Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the patient coded and went into ventricular fibrillation. The sterile field was broken and lead was taken out of body as compressions and defibrillation shocks were introduced to convert the patient. The patient was successfully converted. It was reported the lead was returned to pathology.